Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that while the patient was undergoing cytarabine infusion, the PICC line was noticed to be leaking near the hub. A small spilt in the line was detected. The device was removed and replaced. No pieces of the complaint device were left in the patient, and there were no further injuries aside from the additional procedure.